Event description:
It was reported that when using the pyxis medstation es system, drawers main 1.1 and 1.2 were not detected on the communication bus. The customer stated that there was a delay in dispensing the medication during patient-care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer replaced the drawer controller card for half-height main 1.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.